Event description:
Customer alleged the right rear socket arm broke; bolt just snapped in half. Replacement warranty # (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model trsx5rc, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male (B)(6). The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the right rear arm socket bolt broke in half. The bolt allegedly looked old / used as it allegedly looked rusted and black. The consumer resides in a skilled nursing facility and has the chair for approximately 2 weeks. The dealer did not know how the bolt broke or if the consumer was in the chair at the time. The replacement rear arm socket kit has been ordered on replacement warranty order # (B)(4). No injury or medical intervention alleged.